Event description:
It was reported that this pacemaker was exhibiting oversensing of noise. No inappropriate therapy was ever delivered. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.